Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's therapy was not helping them for the last few days. According to the patient the implant is meant to help them urinate and it was not helping because the patient was not putting out a lot of urine. The patient was experiencing pain where the lead was located and the patient could feel the wire. Additionally, the patient indicated that they usually cannot increase stimulation past 1.6 because their toes would curl up, but at the time of the call the patient was set to 3.4 and was not feeling stimulation. Stimulation was confirmed to be turned on and set to 3.4 on program 1. The patient indicated that they had slipped and fallen down the stairs on the day the symptoms started and confirmed that the symptoms began after the fall. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form the healthcare professional (hcp) on (B)(6) reported there was an appointment set up with the manufacture representative (rep) on (B)(6). The hcp stated the cause of the lack stimulation, return of symptoms, retention, pain, and feeling the wire were unknown still. There were no further complications that have been reported as a result of this event.